Event description:
It was reported that a malfunction occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.